Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 25nov2020 the gas system was successfully calibrated at 07:37:29 am. At 12:54:31 pm the fraction of inspired oxygen (fio2) was set to 1.00 (100%). At 12:54:55 pm the flow was set to 2.85 liters per min (l/min). At 1:21:05 pm the gas system reported the oxygen (o2) pressure was low (0 pounds per square inch (psi)) which will cause a low o2 pressure alarm. O2 pressure was restored at 1:21:08 pm. At 2:58 pm both air and o2 input pressures were reported low (0 psi). The perfusion screen was exited at 3:27:13 pm. The only thing unusual in the log was the three second loss of o2 pressure. This would cause a gas system alarm but it seems unlikely the patient o2 level would have been low. The field service representative (fsr) could not verify the epgs message complaint. The gas system functioned properly when tested. No problems were found when the fsr checked calibrations and operations. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a message indicating the patient oxygen level was low and to check the electronic patient gas system (epgs). As mitigation, a supplemental oxygen tank was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020 the team had an incident with the epgs on the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure. The perfusionist set up and calibrated the epgs per the instruction for use (IFU) and without issues with a passing value for the procedure. During the procedure, the system gave the perfusionist a message that indicated a low oxygen pressure on the system. The perfusionist opted to exchange the source of oxygen to a 100% oxygen source tank. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the incident.